Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states it never goes into drive lockout. (B)(6) assisted with reprogramming, but chair will still not go in to drive lockout or slow down.